Event description:
It was reported that stent damage occurred. This 2.25 x 24mm synergy xd was used for a percutaneous coronary intervention. During the procedure, the distal stent strut was damaged while outside the patient. The device was replace and the procedure was completed with no patient injury. It was later reported that a percutaneous coronary intervention (pci) was performed on a 90% stenosed severely calcified and severely tortuous target lesion. The stent device was not able to reach the lesion site. Great resistance was encountered during insertion of the device. No patient complications were reported in relation to this event. It was later reported that there was an attempt to deliver the 2.25 x 24mm synergy xd stent, but it did not pass the lesion. The device was removed from the patient and stent strut damage was noticed. It was noted that a 6fr size guide catheter was used during the procedure. The stent device did not contribute to the inability to cross the lesion. No additional patient complications were reported in relation to this event.

Event description:
It was reported that stent damage occurred. This 2.25 x 24mm synergy xd was used for a percutaneous coronary intervention. During the procedure, the distal stent strut was damaged while outside the patient. The device was replace and the procedure was completed with no patient injury. It was later reported that a percutaneous coronary intervention (pci) was performed on a 90% stenosed severely calcified and severely tortuous target lesion. The stent device was not able to reach the lesion site. Great resistance was encountered during insertion of the device. No patient complications were reported in relation to this event.

Event description:
It was reported that stent damage occurred. This 2.25 x 24mm synergy xd was used for a percutaneous coronary intervention. During the procedure, the distal stent strut was damaged while outside the patient. The device was replace and the procedure was completed with no patient injury.